Event description:
It was reported that during a percutaneous coronary intervention, a balloon ruptured occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 5mmx2.50mm nc quantum apex¿ balloon catheter was advanced to the target lesion for pre- dilation. The balloon initially inflated at an unspecified atm, however upon second inflation at unspecified atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from two (2) pinholes in the balloon wall 1mm from the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon ruptured occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 5mmx2.50mm nc quantum apex balloon catheter was advanced to the target lesion for pre- dilation. The balloon initially inflated at an unspecified atm, however upon second inflation at unspecified atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).